Event description:
It was reported that during the patient's new system implant, a right ventricular (rv) lead was replaced with a new rv lead due to it being "too low at the apex". The form indicated that the old rv lead was not implanted.